Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the electrode wires behind the ear. The skin flap was repaired during the same surgery and the patient was administered with topical antibiotics (date and duration not reported). Reimplantation is planned but has not taken place as of the date of this report.